Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Section a4: attempts were made to obtain patient's weight but were not received.

Manufacturer narrative:
Attempts were made to obtain patient's weight.

Event description:
It was reported one of the patient's leads had high impedances. Surgical intervention was undertaken wherein the entire system was explanted to address the issue.